Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was stable.